Event description:
Event: (cc# 97-01147) after iab for there days, the iab leaked. The iab was removed and another was inserted. (Multiple event to customer complaint number 97-01146) on 10/27/1997, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 33-0119 1997 0006. The following info was reported: the iab was inserted in to the pt on 10/3/1997. On 10/6/1997, blood was noted in the catheter and the iab was removed. Another iab was inserted into the pt. Datascope was notified that the iab was probable discarded and would not be returned for evaluation. On 11/11/1997, datascope was notified that the iab was available to be returned for evaluation. [Event complications]: unknown - reported 10/10/1997, 10/27/1997; none - rpt'd 12/18/1997 [pt's current status]: expired - rpt'd 12/18/1997.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738 and position 3: 1701. The iab has not yet been returned for evaluation.